Manufacturer narrative:
Concomitant medical products: product ID 8040, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.